Event description:
Biorci screw broke during insertion, this caused a 30 minute delay in surgery. Starter and tap were used as recommended. A small portion of the screw remained in pt. The surgery was completed with a metal screw.